Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and during visual inspection identified that the direction of flow label was missing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as label missing. The cause of the condition was the direction of flow label that was found missing. The case shimming required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device's direction of flow label was missing. No additional information is available.